Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent his second bt treatment to the left lower lobe on (B)(6) 2013. During the procedure, an electrode on the array of the catheter inverted. The device was replaced and the procedure was completed successfully. Following the bt procedure, the patient experienced an exacerbation of his asthma with symptoms of chest tightness. The patient was subsequently hospitalized. During the hospitalization, the patient was treated with intravenous steroids and nebulizer treatments. On (B)(6) 2013, the patient was discharged from the hospital and the event of asthma exacerbation was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 3.69; fev1 % predicted: 77.20; fvc: 4.57; fvc % predicted: 77.99. Post-bronchodilator - fev1: 3.80; fev1 % predicted: 79.50; fvc: 4.70; fvc % predicted: 80.20.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the array had a deformed shape due to a kink in electrode #4. Dried blood was found on the outside of the catheter and a kink was noted on the shaft at approximately 226 mm from the proximal middle marker band. The remainder of the device was in overall good physical condition. Functional analysis revealed that the catheter could be advanced through a tortuous path fixture without any issues. The kink in the shaft did not impede the movement of the catheter. The handle trigger was then squeezed and the electrode array was deformed, but still expanded to form a usable basket. The catheter was plugged into the lab alair rf controller, and completed 10 full rf activation cycles. There were no electrical issues found with this catheter. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device, the reported event of catheter electrode array inverted was not confirmed. It is possible that the user interpreted the kink as an inverted array. However, the reported event of exacerbated asthma is known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of asthma exacerbation with hospitalization. According to the complainant, the patient underwent his second bt treatment to the left lower lobe on (B)(6) 2013. During the procedure, an electrode on the array of the catheter inverted. The device was replaced and the procedure was completed successfully. Following the bt procedure, the patient experienced an exacerbation of his asthma with symptoms of chest tightness. The patient was subsequently hospitalized. During the hospitalization, the patient was treated with intravenous steroids and nebulizer treatments. On (B)(6) 2013, the patient was discharged from the hospital and the event of asthma exacerbation was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator fev1: 3.69 fev1 %, predicted: 77.20 fvc: 4.57 fvc %, predicted: 77.99. Post-bronchodilator fev1: 3.80 fev1 % predicted: 79.50, fvc: 4.70 fvc % predicted: 80.20.

Manufacturer narrative:
(B)(6). (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.